Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. The customer was hospitalized because of high blood glucose. Customer was treated with manual injection. The customer was not wearing the insulin pump at the time of hospitalization. No further details was given. The insulin pump was not returned for analysis.